Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) unit had an auto fill error. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site address, the full event site address is (B)(6).a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the fault and there was a low vacuum error. The fse took the device down to the bts workshop, dismantled and checked for any leaks. The fse determined that the compressor was faulty as unit couldn't calibrate the regulator. The compressor's current was above 9.5 ( 10.2). The fse replaced the compressor and adjusted the regulator. Then, function test was working without any low vacuum errors, but there was an autofill error. After some troubleshooting, the fse discovered the safety disk was the issue. The fse replaced the safety disk but the new safety disk failed the differential test, status was 9, while to pass was membrane diff prs. (Mmhg) ±6. Replaced a 2nd safety disk tested all functions and calibration test passed. Compressor current = 7.74 amp. Membrane pressure tolerance all passed. All manifold tests passed. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0119-00-0236 pn 0202-00-0140 qty: (B)(4). Sn (B)(6) sn (B)(6). Parts were received with a reported failure of an autofill error and a faulty compressor. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Pn 0119-00-0236 no failure confirmed. Pn 0202-00-0140 sn (B)(6) fails to start pumping and shows an "iab catheter restriction message" sn (B)(6) fails membrane leak test with a differential pressure of 13mmhg. No root cause identified. Retaining the parts in the failure analysis and testing department per procedure number (B)(6) rev. At. The most probable root cause for the reported is safety disk due to obsessive diaphragm stress. The most probably root cause for the reported low vacuum due to compressor.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, h11. Correxted fields: h6 (investigation conclusion).

Event description:
N/a.